Event description:
Overdelivery reported: the pump was programmed to infuse 0.9% normal saline at 30.0 ml/hr. The new bag was hung at 0000 hours. It was reported that at 0300 hours, the bag was empty and the rate was at 544.0 ml/hr. The physician was notified, but no orders or medical interventions were rendered. There was no pt harm reported. Though requested, there was no additional info available.